Event description:
As reported by the user facility: (B)(4), date of occurrence: (B)(6) 2013 during night shift. Event: "heparin drip infusing, calculations show since heparin started only 150ml should have been infused, pumps total volume showed 150ml, but 2-250ml bags were infused in that time period instead of the 150ml. A 500ml was infused when only approximately 150ml should have been infused." No pt injury. (B)(4).